Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported unchanged tr seems to be a cascading event of the reported partial clip movement. The reported patient effects of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complications associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4-5 on a patient with a restricted septal leaflet and previously placed pacemaker lead. A triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and post deployment, the clip partially detached from the septal leaflet and remained fully attached to the other leaflet (partial clip movement). To stabilize the clip a second clip was inserted and grasping was performed. However, the leaflets were unable to grasped. Therefore, the clip was removed from the patient. No additional clips were implanted, and the tr remained at a grade of 4-5. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4-5 on a patient with a restricted septal leaflet and previously placed pacemaker lead. A triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred, and post deployment, the clip partially detached from the septal leaflet and remained fully attached to the other leaflet (partial clip movement). To stabilize the clip a second clip was inserted and grasping was performed. However, the leaflets were unable to grasped. Therefore, the clip was removed from the patient. No additional clips were implanted, and the tr remained at a grade of 4-5. There were no adverse patient effects and no clinically significant delay in the procedure.